Event description:
The hosp went live on (B)(6) 2013 with the alaris system. A nurse on the night shift reported that when she opened up a pump module door, she noted the tubing inside to be leaking. The set was changed out. The day shift had loaded the set. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.